Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer continued to use pump for insulin therapy.